Event description:
The customer reported that the air trap sensor in the thermogard xp ivtm system (sn (B)(6)) was shorted. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.